Manufacturer narrative:
The actual device was forwarded to manufacturing site for investigation. Reliability engineering evaluated the device and observed that the device failed testing and interior mechanics appeared to be rough running. Therefore, the reported condition was confirmed. It was further determined that the device failed "check for leakage" and was running sluggishly. However, an assignable root cause was not determined. If additional information should become available; a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Initial reporter: the reporter¿s name and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery handpiece device could hardly turn the speed up and also could not start the trauma recon system (trs). The reporter further indicated that when the device was started, it warmed up quickly. According to the reporter, the device was working properly with a different trauma recon system (trs). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.